Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bankart arthroscopy the fiber tak anchor could not be tightened through itself. It locked too early. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3638-1 batch 15146215 was received for evaluation. Visual evaluation of the returned inserter found marks on the shaft at the proximal end close to the handle. Functional testing was not performed because it was not applicable. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause of the reported failure is use error. According to dfu-0054-eor2_fmt_en precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. 8. Self-punching suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. According to the labrum repair surgical technique. Load the repair suture through the loop of the shuttle suture. Fold the repair suture tail at the purple mark and crease the suture with your fingers. Pull the suturetape side of the white/black shuttle suture to transfer the repair suture back into the anchor through the same portal where it was inserted. Advance the shuttle suture with repeated light tugs until the repair suture is passed through the suture splice locking mechanism and back out of the cannula.